Event description:
It was reported that the user experienced elevated blood glucose, rising from 203 to 231 mg/dl after a meal announcement and despite waiting before eating, while using the ilet system; the spouse changed the infusion site and tubing, with no bent needle and no leakage observed, and insulin delivery was resumed. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and spouse and analysis of information provided by them. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.